Event description:
A nurse reported that in 2005, this physician was injecting restylane into a pt's nasolabial folds when the syringe broke, cutting the physician's middle finger in 2 places. The physician self treated by applying a derma-bond. At this time the wound is healing. The nurse did not know if the plunger broke, or if the syringe broke causing the injury. There was no injury to the pt. The restylane syringe was returned to medicis the next day. The lot # is 7472 and the expiration date is 05/2005.